Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that it would not power on a test monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (does not power on test monitor) was confirmed. As received, the battery pack was non-functional in a monitor and charger. Upon eval, battery cells were leaking and damaged the pca board. The cause of the non-functional battery is the leaking cells. The root cause of the leaking cells cannot be positively identified. No adverse event resulted from the leaking cells.